Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that this patient experienced a baclofen overdose. The patient was very violent, paranoid, and ¿fell abusive¿ for four days following a pump and catheter replacement (see manufacturer report #3007566237-2012-00931.) The patient did not remember any of that timeframe while in the hospital but he was told this by his family. The patient¿s ¿dosage was cut back to half of the programmed rate.¿ he had since had a refill and ¿everything was fine.¿ however, the patient reported ¿getting more crampy¿ and issues with spasticity especially in the cold. He was concerned with the titration of medicine if this could lead again to an overdose. He was to see his physician on (B)(6) 2013 for a refill and to address his current symptoms. This device system delivered baclofen. It was later reported that the cause of the event was a result of the dislodgement of the patient¿s distal catheter. The patient had experienced hallucinations and mental status changes. The patient required hospitalization, the catheter was revised and his symptoms resolved over approximately four days. The patient has since been reported as recovered without sequelae. The device system was confirmed to have delivered compounded baclofen.